Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting determined that the host pc could not power on due to an issue with the host pc hard drive connection. The fse unplugged and reconnected the host pc hard drive. After the host pc hard drive was removed and then reconnected, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not be started up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.